Event description:
The hcp reported the pump was explanted and returned it to the manufacturer for analysis. No reason for the explant was given. A follow up report will be sent when additional info is received.